Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure. According to the complainant, the procedure was completed without any issues. However, when the pads were removed there were type I burns on the patient¿s thighs in the shape of the pads. It was reported that no treatment was performed.

Manufacturer narrative:
Pt age: the patient is in their 70's. The complainant was unable to provide the suspect device upn and serial number; therefore, the device manufactured date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.